Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant products: 6957j lead, implanted (B)(6) 1986. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance to high values and fluoroscopy showed a possible fracture in the area of first rib/clavicle. Also, the right ventricular (rv) lead showed decreased impedance measurements to low values. Visual inspection during revision showed insulation breaks on the visible proximal end of the rv lead. Both leads were partial explanted and replaced. No patient complications have been reported as a result of this event.